Event description:
It was reported there was a coupling problem. The patient was only able to get 0-2 coupling bars after an antenna locate feature was performed. The implant site felt more prominent on the morning of report when they put lotion on that area. They also thought it felt bruised around the edges. There was a damaged implantable neurostimulator recharger (insr) antenna. The next day the patient received a new antenna and they attempted to charge but the still could not get the coupling boxes to shade in black. The ins icon showed ½ charged and was blinking. They had all 8 coupling boxes 3 days prior to report and when they went to charge the site felt a little different and they could not get coupling. When they put on the body lotion the muscle felt a little different and they still had swelling. Another antenna locate feature was performed and the highest number they could get was 48 and when they pushed the green button they got zero boxes. The patient was going to be seen on (B)(6) 2014 by the manufacturer representative. Additional information received reported the patient was seen on the day of report and their device had been flipped over inadvertently. They had felt the ridges right before they had difficulty. It was clear that ¿once you flip the device back over everything worked flawlessly.¿ they were able to correct the orientation and the patient was doing very well. The surgeon would tack on any devices that were being changed out going forward in the future to avoid reoccurrence.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 3387s-40, lot# v279715, implanted: (B)(6) 2009, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v279715, implanted: (B)(6) 2009, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 64002, lot# n453042, implanted: (B)(6) 2014, product type: adapter; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).